Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) was confirmed. The r781 and esd components were defective. The root cause was unable to be identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.